Event description:
It was reported that the patient presented to the hospital for a generator exchange procedure. Interrogation of the pulse generator noted that the right atrial (ra) lead had high capture threshold. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.